Manufacturer narrative:
Based on the claims by the customer against the product noting smoke, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The pch instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of contaminated distal clevis to be related to the customer reported complaint. During visual inspection, the instrument was found to have excessive bio between the distal clevis and pulleys. The instrument passed electric continuity. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument released energy and began smoking out the side of the distal clevis almost immediately 3 out of 3 attempts. The smoking was not coming from the side of the conductor wire. Inspection of the silicone potting and conductor wire weld to hook/spatula base was performed by cutting distal clevis and removing conductor cap. The conductor wire insulation was accidently damaged during inspection exposing the conductor wire that was still attached to the yaw pulley. The instrument was placed on the system again and smoke was seen coming from the opposite side of the conductor wire. The side of the distal clevis not containing the conductor wire was removed and revealed an excessive amount of bio inside the distal clevis. The root cause attributed to mishandling/misuse. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the pch instrument was smoked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, while using the cautery function the joint between the permanent cautery hook (pch) instrument and the yellow sheath began smoking. The procedure was completed with no reported injury.